Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number (B)(6). At 7:39 am, the meter result was 3.4 inr. At 7:45 am, the meter result was 2.3 inr. Customer's therapeutic range is 1.5-2.0 inr. The customer tests every other week.

Manufacturer narrative:
E3-occupation is patient/consumer. The meter test strips were requested for investigation. The meter and test strips have been returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing. H3 other text : na.

Manufacturer narrative:
The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 43%, donor 2 hct: 40%. Testing results: donor #1: retention meter and master lot strips: 4.0 inr, returned meter and customer strips: 3.9 inr. Donor #2: retention meter and master lot strips: 3.0 inr, returned meter and customer strips: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.